Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee revision approximately three-and-a-half years post-implantation due to instability. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: persona femur cemented (cr) standard right size 11 catalog#: 42502607002 lot#: 64694569 persona articular surface medial congruent (mc) right 12 mm height catalog#: 42522100912 lot#: 64250499. Tibia trabecular metal two-peg porous fixed bearing right size h catalog#: 42530008302 lot#: 64405991. Palacos r+g fast catalog#: 66056768 lot#: 95434929. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Either the 13mm tibial insert reported in 3007963827-2024-00168 or the 12mm tibial insert reported in 3007963827-2024-00169 was implanted on (B)(6) 2020 and removed on (B)(6) 2024, but it could not be confirmed which one. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the radiographs found: possible tibial subsidence. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision approximately three-and-a-half years post-implantation due to instability and possible tibial subsidence. No additional patient consequences were reported.